Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: during troubleshooting with customer services customer acknowledged not cleaning the test site prior to testing, which may result in inaccurate results. It should be noted: the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the issue.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001f326) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving the following readings on (B)(6) 2011 from his precision xtra blood glucose meter: 183mg/dl (4:16am), 121mg/dl (4:18am), 82mg/dl (4:19am), 25mg/dl (4:00pm) and 156mg/dl (9:54pm). Customer also noted receiving a "lo" message on the display of his meter, but the date/time when this message was received is unknown. Customer further reported experiencing two medical events. On (B)(6) 2011 customer reported that while at work he experienced a loss of consciousness. Paramedics were called and received a reading on their meter of 28 mg/dl. No readings from customer's adc meter were reportedly taken prior to the loss of consciousness; however, customer indicated he had been receiving low readings. It is unknown what, if any, third-party emergent medical intervention may have been rendered, or if the customer attempted to self-treat. On (B)(6) 2011 customer reported experiencing a seizure, "as a result of low readings, a lo display message and different readings". No third-party emergent medical intervention was required. Customer self-treated by eating crackers and drinking punch. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.